Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change has since been made to the product's power switch.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer complaint, found the old version main switch was broken, and required upgrade to new version. The device was repaired and returned to the customer. .

Event description:
The customer contacted olympus to report the power switch was stuck in. The device malfunction was found during preparation for use and there was no report of consequence or impact to the patient.